Manufacturer narrative:
One opened knife sample was received with a foam tip protector in a bag for the report of being blunt. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was also found to be conforming. A review of the device history record related to the reported possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the possible lots for the reported issue. Photos attached to the parent complaint were reviewed by the manufacturing site. Photo number one shows one knife with foam tip protector lying on a pak list belonging to (B)(4). Photo number two shows 2 knives with foam tip protector lying on a pak list belonging to (B)(4). The returned sample was found to be conforming therefore, a blunt knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Lot number information has not been confirmed however, two possible lots are identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that three knives were blunt during surgery. There was no impact to any patient. Additional information received clarified that the unsatisfactory knives were noted during cataract surgery. An alternate knife was obtained in order to complete each procedure.